Event description:
During a phacoemulsification procedure, a loss of aspiration resulted in a corneal burn requiring one suture. The pt presented 8 days later with astigmatism and a reduction in visual acuity.